Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent capture was observed on the lead. Diagnostic imaging noted that the lead had dislodged. Patient was symptomatic with dizziness and lightheadedness. During lead repositioning, there were difficulties in retracting the helix. Once the lead was successfully repositioned, loss of capture was seen at 10v. The lead was explanted and replaced.